Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
The patient presented with chest pain and during treatment of a distal lesion in the right coronary artery (rca), via a right femoral access site, a 2.5x22 mm non-abbott stent was deployed and a perforation occurred. The graftmaster was attempted to be used; however, it would not cross the proximal portion of the vessel. When it was being removed, the graftmaster stent dislodged from the delivery system. An attempt was made to snare the graftmaster but this was not successful. A nc trek balloon catheter was used to compress the graftmaster against the vessel wall in the proximal rca. Then a 3.0x22 mm non-abbott was also used to tact up the graftmaster against the vessel wall. Platelets were given to the patient to treat the perforation; however, this was not working. In addition, there was thrombus in the proximal rca at the site of the graftmaster and non-abbott stent. The patient was taken to the cardiac cath unit, where they experienced an acute myocardial infarction and the decision was to send the patient for coronary artery bypass graft (CABG) surgery to treat the perforation and thrombus. The CABG was successful. On (B)(6) 2013, the patient was transferred to a rehab facility and they are doing ok. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, guide cath: 7fr art w/side holes. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.